Event description:
(B) (4) received information that this patient was implanted with a pacemaker and right ventricular (rv; 4137) lead following a heart transplant. After the products were implanted, an av ablation procedure was performed. Subsequently, the rv lead dislodged. The patient returned to the cath lab for a revision procedure, where this 4137-rv lead was explanted and replaced with a model 0181 lead. It was noted that as the patient had severe regurgitation, a heavier lead was used to ensure proper placement.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.